Manufacturer narrative:
Customer report of calcification and stenosis was confirmed. Report of central regurgitation could not be confirmed through visual observations. X-ray demonstrated moderate calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 4mm near commissure 1 on the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around leaflets 2 and 3 and exposed the wireform near leaflet 2. Sutures and pledgets remained attached around the sewing ring. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
It was reported that this valve was explanted due to calcification with stenosis and regurgitation. Static images from tte and tee were provided by the healthcare provider. Tte images are of fair quality, and tee images are of good quality. Analysis is limited by the few number and static nature of the images. On static images from tte and tee, there is evidence of increased echogenicity of the mitral bioprosthesis leaflets (compatible with sclerosis / calcification) and both mitral stenosis and (central) regurgitation. The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The reported findings and analysis of the provided echocardiographic images most likely represent typical structural valve degeneration that presumably was accelerated in the setting of a mitral bioprosthesis implanted in a young patient (presumably(B)(6) years old at the time of initial mitral valve replacement). The explanted valve has been returned; however, the evaluation has not been completed. A supplemental report will submitted accordingly once the evaluation has been performed.

Event description:
Edwards received notification that this bioprosthetic mitral valve was explanted, from a (B)(6) y-o lady after an implant duration of approximately seven (7) years, due to calcification leading to stenosis and central regurgitation. As reported, two out of the three leaflets were heavily calcified and seemed not to be moving. The patient underwent redo-mvr and was noted to be in good condition after the surgery.